Event description:
This computed radiography system with no radiology information system (ris) sent images to facility, picture archiving and communication system (pacs). However duplicate unique identifiers (uid) caused patient images in the pacs to be merged together into one folder. The files are kept intact so, the values are not overwritten or changed. There have been no patient injuries or misdiagnosis. It is not known at this time if the phillips or the candelis system is causing this problem.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.